Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator exhibited non-sustained episodes with no inappropriate therapy due to oversensing. A right ventricular (rv) lead malfunction was suspected (rv lead model and serial unknown). A revision procedure was performed and a new rv lead was implanted. However, the new lead exhibited impedances greater than 2000 ohms only when connected with the device. During manipulation of the device, the header broke away from the device. The device was removed and replaced. Normal measurements were observed with the new lead and device. The explanted device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. It was noted that on three sides of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. Compositional analysis completed on two sample areas where the header was loose from the device case verified a uniform layer of medical adhesive on the header and very little medical adhesive on the titanium case. An x-ray of the device header found that all of the header wires were fractured. The cause of the non sustained episodes was the fracturing of the header wires which caused intermittent oversensing. The wires were fractured due to a loose header.